Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number nor product code was provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the capio device use for vaginal vault suspension malfunctioned, they suspected the metal arrow. They used a portable x-ray to confirm that the arrow was not in the patient. They used another of the same device to complete the case. There were no patient complications reported.